Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/27/2014 with the following findings: visual inspection revealed that there was moisture in the display. The battery compartment was found to be cracked at the threads above the grip pad. The pump case was found to be cracked in the upper right corner between the display lens and case seal. Corrosion was observed in the battery compartment. During testing, the pump powered on to a blank display with audio tones and vibrations functional. A leak test was performed and leaks were found at the battery compartment and pump case. The pump case was removed and corrosion was found on the ir port and motor flex connector. The complaint that the pump was emitting multiple cs 078 call service alarms was not able to be adequately investigated due to moisture damage and the blank display issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a call service alarm issue. Allegedly, a cs 078 alarm had emitted three times in the past thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.